Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown, further described as ¿related to the patient¿s underlying heart problem¿, however, this was not medically confirmed. It was not reported whether the patient was hospitalized prior to death. The patient was found, at dawn, dead at home. Physioneal therapies were ongoing until the time of death. It was not reported if the patient was performing pd therapy at the time of death. It was not reported if an autopsy was performed.